Event description:
It was reported that upon receiving the scm12, the front panel screw was broken and the grey front part was not aligning properly, making it difficult to connect the vacuum tubing in. There was no adverse pt consequence.